Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer had been hospitalized 3 or 4 times due to blood glucose issues. The customer's fiancee reported that the most recent hospitalization was due to high blood glucose levels, which was about 5 or 6 months prior, but he stated that he was unsure of the details regarding the event. The blood glucose reading was not available. The caller stated that he would have the customer call back to report further details regarding the hospitalizations. He had called to reported that the customer was having low blood glucose levels and wanted to know whether they had been caused by the scroll wrap feature of the insulin pump. Advised the caller that the customer would be put on the list to get the insulin pump with new software. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.